Event description:
It was reported that a patient underwent an episiotomy repair on an unknown date. During suturing of the perinium, the needle broke and became detached from to suture and was retained in the vaginal wall. The patient had to be taken to operating room and under general anesthesia, an incision was made in the vaginal wall to retrieve the broken part of the needle.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.